Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters; write to locked ram por recorded on (B)(4) 2011 with ecc-lia conflict note. Por severity: low. The device should be able to fully recover after the reset. Acknowledged radiation therapy may have contributed to the multiple pors.

Event description:
It was reported that electrical reset occurred to the device when patient underwent radiation. The device remains in use. No patient complications have been reported as a result of this event.